Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005115, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 25-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6005115". No further statistical trending analysis is required. Test results: no sample was provided, as in metioned in the report. "No sample was received for examination". Device history record (DHR) review: packaging: the lot 6005115 was packaging according to the work instruction (wi) version 44, in the multivac m07, on 19/jan/2024, with a total of (B)(4) units. Assembly cannula: the lot 4a00987 was assembled according to work instruction (wi) version 37 on-line inspection for assembly flex set on 16 jan 2024 in line 2, with a total of (B)(4) units. Gluing tube the lot 4a00978 was assembled according to work instruction (wi) version 22 in the gluing line 07 on 15 jan 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005115, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 25/nov/2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6005115". No further statistical trending analysis is required. Test results: no sample was provided, as in metioned in the report. "No sample was received for examination". The reference samples for batch 6005115 were previously tested in complaint (B)(4) on 20/may/2025. Visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. DHR review: packaging: the lot 6005115 was packaging according to the wi version 44, in the multivac m07, on 19/jan/2024, with a total of (B)(4) units. Assembly cannula: the lot 4a00987 was assembled according to wi version 37 online inspection for assembly flex set on 16 jan 2024 in line 2, with a total of (B)(4) units. Gluing tube: the lot 4a00978 was assembled according to wi version 22 in the gluing line 07 on 15/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Patient country: brazil. Patient city: (B)(6).

Event description:
Reference number: (B)(4). Event occurred in brazil. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The blood glucose level was 600mg/dl at the time of event and the patient was treated via insulin pen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.